Event description:
Complaint from maude database: it was reported "patient was intubated with the et tube, but as the tube balloon was being inflated, it did not give the proper seal needed to help the patient. Extubation was needed to be done, and patient was re-intubated". No patient harm or injury reported. Patient condition not reported.

Manufacturer narrative:
(B)(4). MDR report key/report number (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 150 samples were taken from the current production; the samples were visually inspected, and issue reported "cuff did not seal trachea properly" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number reported was not a valid number. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database: it was reported "patient was intubated with the et tube, but as the tube balloon was being inflated, it did not give the proper seal needed to help the patient. Extubation was needed to be done, and patient was re-intubated". No patient harm or injury reported. Patient condition not reported.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.3.-date of event corrected to 03/13/2017. Section d.1.-brand name corrected to hudson et tube,hvt,7.5,nova plus. Section d.4.-catalog# corrected to v5-10315. Section d.4.-UDI# corrected to (B)(4). Section e.4.-corrected to 'yes'.